Event description:
It was reported that a spectrum pump delivered volume greater than expected (over infusion) during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿delivered volume greater than expected (over infusion)¿ was reproduced. The device was tested for flow rate accuracy at two delivery rates and delivered with an error percentage of 8.412 and 9.29. Both values are greater than 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.